Event description:
The suspect device result was 590 mg/dl. The user dosed insulin and two hours later retest at 244 mg/dl. User didn't feel well and called the paramedics. The emts arrived and checked their glucose and obtained readings of 170, 150, and 140 mg/dl. The emt's had user eat and then took user to the ER. Controls were not used. The device was replaced and requested to be returned for evaluation.